Event description:
Arjohuntleigh was informed during the visit at the facility (related to another issue) that a week earlier, the resident trapped his leg in the side rail. The exact date of the event is unk. Fortunately, no injuries were sustained as a result of this event. Based on the provided photos we could confirm that the panel used with this bed is a full length, wooden safety side. Unfortunately, neither the exact model number nor the type of the mattress used with the bed frame could be confirmed.

Manufacturer narrative:
(B)(4). When reviewing reportable events for the minuet beds it was established that there are few reportable complaints on patient entrapment, however this is the first record concerning foot entrapment between lowered side rail and bed's mattress platform. There is no trend observed for this failure mode. The product involved in the incident is a minuet 2 bed, model 161aa8a1a, serial number (B)(4), which was manufactured on 2015-02-18. The device history record has been reviewed and no anomalies were found. Unfortunately, arjohuntleigh was not able to establish what type of mattress has been used with the minuet 2 bed frame during the incident. The device involved in this incident was inspected at the customer site by an arjohuntleigh representative. The technician assessed the overall condition of the bed frame as very good and was not able to find any malfunction which could have led to the event. The technician measured the distance between the lowered side rail and mattress and it was 25 mm. Please note that minuet 2 bed is designed and tested in accordance to the standard requirements en 60601-2-52:2010, including the subclause 201.9.1.101 - 'protection against patient entrapment in non-moving parts'. According to this standard the space between side rail and mattress should not exceed a dimension of 120 mm. Due to the fact that the event was unwitnessed, no more details could have been obtained. The product instructions for use (#746-396_12 dated march 2014), which was supplied with the device involved in the incident, inform the user how to properly use the device to ensure the patient and caregiver safety. It also contains a general warnings and cautions, including those which warns about entrapment hazard: "before operating the bed, make sure that the patient is safely positioned to avoid entrapment or imbalance." "Entrapment hazards may exist when using a very soft mattress, even if it is the correct size." In summary, when the incident occurred the device was being used for the patient treatment, therefore it played a role in it. During the investigation it has not been confirmed that the device failed to meet it spec and directly led to the event. Upon the performed investigation it seems most likely that this adverse event is related to the unfortunate coincidence, resulted in the patient foot being trapped between the side rail and the mattress. Although no injuries were reported in relation to this incident, the complaint was decided to be reportable based on the potential. Given the circumstances and the fact that there is no trend observed for customer complaints with this failure mode, we shall continue to monitor event of this nature and do not propose any further action at this time. (B)(4).